Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with moisture damage on the battery tube, motor, keypad flex tail and vibrator noted. No moisture damage on the keypad traces or keypad dome switches during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a critical pump error alarm on the insulin pump. They saw a red x on the display. The device was not bumped or dropped. The customer had gone swimming with the insulin pump. The customer¿s blood glucose level was 184 mg/dl. The device will not be returned for analysis.